Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tasp was discovered to be fractured during a routine checking of the instruments. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Complaint sample was returned and evaluated against the reported event. Visual inspection of the returned item found signs of repeated use and has fractured on the medial side of the post feature, all fractured pieces were not returned. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.